Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator had an e433 error. It is unknown when the issue occurred and there is no information on what type of procedure was performed. There were no reports of patient harm or injury.

Manufacturer narrative:
Additional info: d9, h2, h3, h4 and h6. The device was returned to olympus for inspection where the reported event was confirmed. Based on the results of the investigation, the root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.